Event description:
This complaint involved a pt undergoing an emergency abdominal aortic aneurysm repair. An arterial catheter with a pressurized bag of heparinized saline was in use. The delivery rate of the flush solution should be approx 3 ml/hr. The system reportedly infused approx 300 ml of flush solution over a 2 hour period. The pt expired during the surgical procedure. He had rec'd add'l IV doses of heparin after the flush problem was noted. The physicians involved in the care of the pt stated they saw no correlation between this event and the subsequent pt death.